Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was not duplicated. When a cassette was attached the pump functioned without issues. However, multiple high alarm displayed in event log. The cause was an intermittent downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was alarming that the cassette was not attached properly. The product fault occurred during cleaning and testing. There was no patient involvement, and no patient harm/adverse event reported.